Event description:
It was reported that during a video assisted thoracoscopic surgery / appendectomy procedure, the surgeon used the device to cut epityphlon then removed the scalpel from the patient¿ s body. It was noted the white tissue was missing. The surgeon took around one hour to look for the broken piece but still failed. The surgeon had to close the surgery directly. The whole procedure was delayed sixty minutes. The patient is fine now.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm; in addition, the blade was noted to be damaged at the tip due to contact to the clamp arm after the tissue pad was melted away. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.